Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Health professional reported right side rupture discovered at explant. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, fold creases. A microscopic analysis was performed which identified, broken shell with sharp edge on patch bond edge assessed, as unidentified(tear) opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: broken shell with sharp edge assessed, as unidentified (tear) opening.

Event description:
Health professional reported, right side rupture. Discovered at explant. Device has been explanted.